Manufacturer narrative:
Corrected block: d4.

Event description:
Upon receipt of the device, the service repair technician (srt) reported pump motor failure. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per the additional evaluation done by the supplier, they were unable to duplicate the reported complaint. The drive motor was returned for further investigation for potential leaking bearings. The supplier did not find bearing oil on the encoder assembly to be the cause of the original failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.